Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise, along with low pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2020. The patient was stable.